Event description:
Pt with lfeft hydronephrosis and dilatation of the left ureter and prostate enlargement underwent a percutaneous nephrostomy with passage of guidewire from the kidney to the bladder for stent placement in 06/03. The next day following stent placement, the surgeon proceeded to remove the nephrostomy tube only to discover that it was fractured in two places - at the skin level, and within the kidney itself. All pieces of the tube have been removed with exception of the piece within kidney. Multiple products in use. This was found during surgery following successful placement o a 6-24 ureteral stent.